Event description:
It was reported that the programmer would not power up. In the technical services call it was discussed whether or not it could have been because the programmer sat in a car all weekend and temperatures were below 40. The power cord was replaced, and the programmer was allowed to sit for two hours to warm up but it still would not power up. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up and the power supply was replaced to resolve the issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not power up. In the technical services call it was discussed whether or not it could have been because the programmer sat in a car all weekend and temperatures were below 40. The power cord was replaced, and the programmer was allowed to sit for two hours to warm up but it still would not power up. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.